Event description:
Boston scientific received information that high pacing impedance measurements were detected on this right ventricular (rv) lead via the latitude patient monitoring system. Additional information was obtained from a boston scientific representative, and it was reported that one daily measurement greater than 2000 ohms was seen. All lead diagnostics were noted to be adequate, with no noise could be recreated at a follow-up. A second red alert for high rv lead pacing impedances was received at a later date. Once again, no other lead issues could be detected and noise could be recreated. No adverse patient effects have been reported, and the physician will continue to monitor the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a recent allegation was received that this ongoing intermittent high impedances issue was due to a setscrew or connection issue. This allegation was received when during a recent follow up, impedance levels were noted to have risen from 600 to 1200 ohms, along with numerous past levels greater than 2000 ohms which were previously reported. In addition to the impedance issues, two non sustained ventricular events were recorded due to noise. A procedure to address the issue has not yet been performed but is likely to be scheduled in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that a procedure was performed to address the ongoing high impedance and noise issue. No noise could be re-created originally, however when the physician tapped on the pulse generator, noise was noted on an electrocardiogram. A new pulse generator was connected to the right ventricular lead and the normal impedance levels were noted with no noise seen. The lead remains implanted with the new device and the previous device will be returned for analysis. No adverse patient effects other than the additional procedure were reported.